Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced to resolve the issue. Block a: no report of patient involvement. Block h4:â dateâ ofâ deviceâ manufacture year is 2005. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced to resolve the issue. Block a: no report of patient involvement. Block h4:â dateâ ofâ deviceâ manufacture year is 2005. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.